Event description:
A malfunction was reported, identified by malfunction code 16 and fault ID 16-0x20e6. There was no information provided about any adverse impact on the customer's blood glucose level. To resolve the issue, technical support arranged for a replacement pump and advised the customer to use multi-dose insulin injections (mdi) as a backup therapy. The customer was also instructed to put the faulty pump into storage mode and return it using a prepaid label within 10 days, and they understood these instructions.